Event description:
During implant procedure, the physician could not successfully insert the guidewire into the atrial lead. While repositioning the lead the helix was unable to retract. A new atrial lead was successfully implanted and patient was in stable condition.

Manufacturer narrative:
A complete lead without guidewire was returned in one piece for analysis. Visual inspection found the helix was bent, extended and clogged with blood/tissue. X-ray inspection found overtorque of the inner coil and helix was bent/damaged consistent with procedural damage. The cause of the reported event was isolated to the helix being bent/damaged and overtorque of the inner coil. A guidewire could not be fully inserted due to the inner coil being over torqued. The cause of the damaged inner coil is consistent with procedural damage.